Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex enteral colonic stent was implanted to treat a malignant stricture in the sigmoid colon during a colonic stenting procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was severely tortuous. During the procedure, the physician deployed the wallflex enteral colonic stent but after it was deployed, the patient experienced abdominal pain. A computerized tomography (CT) scan confirmed a perforation located near the distal end of the stent. On (B)(6) 2016, immediately after the perforation was confirmed, the physician removed the wallflex enteral colonic stent from the patient and performed a colostomy procedure to create a stoma (artificial anus). The procedure was not completed due to this event. In the physician's assessment, the stent delivery system caused the perforation. The patient's current condition was reported to be stable.